Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, damage (physical or cosmetic), no current code/category, failed batt test, keypad/button unresponsive/button error, no delivery/occlusion alarm, motor error alarm, prime/fill anomaly. The event involved product(s) mmt-332a, mmt-386a, mmt-751nas. Trouble shooting was not performed and customer reported rejecting new batteries in past, pump louder (grinding sound) or slower during rewinds, motor or button errors, e or a codes, insulin flow block alarms, cracks or hairline fractures on body of pump. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-386a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-751nas.

Manufacturer narrative:
Pump received with all buttons responding properly. No damage moisture on keypad assembly. No unlocked j2/lcd keypad connector. Unit received with all operating currents within spec ¿stop idle current, run current, self test, off no power¿. And passed functional testing including the rewind, a21 error test with basic occlusion test with occlusion test, with prime/a33 test, excessive no delivery test and displacement test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: broken belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. Unable to confirmed alleged keypad anomalies, e/a alarm, failed battery alarm, no unexpected rewind anomalies noted, no unexpected audio/vibrate anomalies noted and no unexpected motor error alarm anomalies noted. The motor was tested outside of the device and passed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.